Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 43645be01 was identified.

Event description:
The customer observed false negative architect syphilis tp and provided the following data for 1 patient: (reference = 1.00 s/co is reactive). Initial result was 0.20 (nonreactive) and repeat result after high speed recentrifuged was 0.21 (nonreactive). Syphilis rpr (rapid plasma reagin) was positive. The customer communicated that discrepant results were not reported to the patient¿s medical provided. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 8d06-28 / 38 / 29 / 39/ 32 / 42 / 74 / 77 and there is a similar product distributed in the us, list number 8d06-31 / 41. E1 phone: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative architect syphilis tp and provided the following data for 1 patient: (reference:1.00 s/co is reactive) initial result was 0.20 (nonreactive) and repeat result after high speed recentrifuged was 0.21 (nonreactive). Syphilis rpr (rapid plasma reagin) was positive. The customer communicated that discrepant results were not reported to the patient¿s medical provided. There was no reported impact to patient management.